Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that a leakage was observed at the connection of the texium luer and bd eclipse needle during subcutaneous denosumab infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.